Event description:
The initial report stated that the device jaws locked while on tissue and had to be cut out. Sutures were used to seal the tissue. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife edge was damaged, indicative of contact with a metal object, but the webbing was not bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.